Manufacturer narrative:
Consumer states they experienced two chipped teeth. The serial number of the toothbrush was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that two of their teeth were chipped while using the sonicare power toothbrush. No medical attention was sought.